Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0063913. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter needle was damaged and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient came to hospital for rehabilitation because of cerebral infarction. When the nurse gave the patient infusion and drainage at (B)(6) 2021, the prn of the indwelling needle was found to be leaking and damaged and could not be used anymore. The indwelling needle was replaced for the patient and the faulty indwelling needle was treated as medical waste"